Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2007; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 01-feb-2009, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing morphine (unknown) (1mg/ml) for non-malignant pain and chronic low back pain. It was reported that the healthcare provider was unable to aspirate the catheter. Company representative (rep) stated that the healthcare provider cut 18cm from the existing catheter and added an 8578. Rep stated that the pump was connected, and the spinal catheter and pump were not primed. Rep stated the healthcare provider would like to prime the entire system despite the catheter not being aspirated. Technical services reviewed that the patient would get a bolus. Rep stated that the healthcare provider was aware and wanted to proceed. Technical services offered to calculate the bolus amount and company representative declined. Additional information was received from company representative stating that the initial surgery was planned due to do a replacement and the cause was not determined. The issue was resolved by the healthcare provider placing an 8578 catheter on the pump segment.